Manufacturer narrative:
There was no loss of osseointegration but merely a loss of the abutment. This report is submitted on march 31, 2020.

Manufacturer narrative:
This report is submitted on 13 february 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss.